Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. The customer treated blood glucose with manual injection and declined to troubleshoot for high blood glucose. Troubleshooting was performed for the insulin flow blocked alarm. The customer was advised to change the infusion set and the reservoir. The customer reported blood glucose ranged from 260 mg/dl, 280 mg/ dl to 308 mg/dl. The insulin pump will not be returned for analysis.